Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. The following information is stated in the instructions for use (IFU): "caution do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned, and an evaluation completed for it. Upon inspection and testing of the device, it was observed that there is a gap by peeling in the adhesive at the distal end between the acoustic lens and the ultrasound probe. The acoustic lens has signs of surface damage as well. This is attributed to wear and increasing use of the device. Other observations for the device: due to wear of forceps elevator lever, up/down knob cannot be locked securely; grip has a scratch; due to deformation of scope connector, water tightness is lost; adhesive around objective lens is peeled; adhesive on distal end rubber coating (a-rubber) has wear; connecting tube has coating peeling; due to wear of angle wire, bending angle in up direction does not meet the standard value; and due to wear of forceps elevator coil (k-wire), the fixing force of guide wire does not meet the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device is a returned olympus asset with no reported malfunction by the end user. There is no patient involvement and no harm reported to any patient. Upon inspection and evaluation of the returned device, it was observed that there is a gap by peeling in the adhesive at the distal end between the acoustic lens and the ultrasound probe. This medwatch is being submitted for the reportable issue of the gap in the adhesive at the distal end between the acoustic lens and the ultrasound probe, as observed during device evaluation.